Manufacturer narrative:
Complaint (B)(4). No samples were received for evaluation. No further information or clarification was received from the customer. We have no further complaints on the material/batch. A check of quality, production, and maintenance records revealed no deviations in relation to the reported error. The cause of the event cannot be determined.

Event description:
The customer advised once blood is collected and centrifuged, they are hemolyzed or the blood will not separate the from the serum; gel remains at the bottom.